Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona partial knee articular surface left medial size e 8mm catalog #: 42518200508 lot #: 65260712, persona partial knee femoral component cemented size 1 left medial catalog #: 42558000101 lot #: 65105848, biomet bone cement r 1x40 us catalog #: 110035368 lot #: ay35bi0606. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02599. 0001825034-2023-02600. 0001825034-2023-02601 h3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a manipulation under anesthesia approximately six months following left knee arthroplasty. Subsequently, the patient additionally underwent a knee arthroplasty revision of the tibial components seven (7) months following the manipulation to address pain and tibial component loosening. Attempts have been made, however, no additional information is available.